Event description:
It was reported that the patient was hospitalized in the early hours of (B)(6) 2022 due to hyperglycemia and high ketone levels (4.6mmol/l). At 11:30 pm ((B)(6) 2022) the insulin pump had turned off after several warnings (e2) because off low battery. The patient did not have new batteries and battery cover and due to the late hour couldn't get new batteries. No alternative therapy was available to replace the pump. At 04:00 am ((B)(6) 2022) - after 4:30 hours without insulin pump and onset of hyperglycemia and high ketone levels the patient had to be taken to the emergency room. The patient was hospitalized for 12 hours and treated with insulin so that she could be discharged from hospital the same day.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.